Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the plunger of the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese: "syringe with foreign body in the plunger."

Manufacturer narrative:
H6: investigation summary: photo received for investigation. Upon visual evaluation, large brown foreign matter is observed. Physical samples are necessary to further analyze and identify the foreign matter. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that foreign matter was found on the plunger of the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese: "syringe with foreign body in the plunger."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-jun-2023. H6: investigation summary: photo and sample received by our quality team for investigation. Upon visual evaluation, it is possible to observe the presence of a large burr on the plunger, which comes from the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation results, possible root cause is associated with generation of burrs during the molding process.

Event description:
It was reported that foreign matter was found on the plunger of the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese: "syringe with foreign body in the plunger."